Event description:
It was reported that the patient checked the implantable neurostimulator (ins) battery a few days prior to the report and saw 2.6 volts. The day prior to the report the patient saw 2.59 volts. However, the patient was not getting an elective replacement indicator (eri) on the programmer even though it was expected at 2.6 volts. Follow-up from the healthcare provider (hcp) reported that it was unknown if there was 50% or greater symptom reduction. The ins was involved in the event and the only troubleshooting performed was following its voltage. The cause of the event was not determined and thus it was unknown if it was device related. The patient outcome was unknown.

Event description:
Additional information received reported the patient checked the implantable neurostimulator (ins) with the patient programmer a day prior to this report and the ins was showing 2.59v. A week prior to this report the ins showed 2.6 v. The patient had met with their healthcare professional and a manufacturing representative who told them that when the power gets to 2.6v, the ins was nearing the end of battery life. One of the patient's ins was showing 2.59v and the other ins was fine. The patient stated "much worse than the other and one lasted 3 years and the other 1.5 years."

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot # l54557, implanted: (B)(6) 1998, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3387-40, lot # l54934, implanted: (B)(6) 1998, product type lead.

Event description:
Additional information received reported the implantable neurostimulator (ins) was changed out due to normal battery depletion. A rechargeable ins was implanted.